Manufacturer narrative:
The insulin pump passed all functional testing including displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. All buttons functioning properly no damage was found on the keypad assembly and the j1 connector on the printed circuit board assembly was not unlocked during our visual inspection. The insulin pump passed leak test. The insulin pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay and keypad overlay texture damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was unknown. The insulin pump will be returned for analysis.